Event description:
Potential for injury associated with joystick on an unknown power chair surging and losing power. This creates the potential for injury to the user or any bystanders from the surging and the potential the user could become stranded due to losing power.